Event description:
The mother of the pt stated that her son's infusion sets are breaking at the tubing and luer lock. She stated that the tubing breaks most of the time when her son drops the infusion device. She states that the infusion sets also break when he is playing outside. The mother stated that her son has been having this issue since 2006. She was advised that using a longer tubing and using a "looping method" for the tubing would create less tension on the infusion sets, when it is dropped. Replacement product is being sent to the pt. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.